Event description:
Treatment of a paraopthalmic aneurysm. It was reported three pipelines were deployed and the distal section of the devices did not open. Eventually the distal section opened, but appeared unevenly and the physician decided to retrieve the devices. No pt injury reported.

Manufacturer narrative:
The pipelines were returned inside the catheter. Evaluation shown a large amount of blood clots on pipelines which likely caused the pipelines to not fully open. Model # and lot # of other pipelines involved: model fa-77475-16, lot: ap09-041 - dom: 04/22/2009 - exp: 04/01/2012. (B)(4).